Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the solution bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. The renal therapy services (rts) agent had the care giver review the alarm log where they noted the se2240. During the troubleshooting, it was reported that there was a loose connection between the heater bag and the heater line of the cassette. Rts explained the alarm and explained that the patient could finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.